Event description:
Healthcare professional reported a left side no complaint against the device. Later on healthcare provider reported patient experienced a left side capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
Device not received. Photo is available. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.